Manufacturer narrative:
Per the customer, patient information for this event is not available. The date of manufacture is currently not available. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow control valve, sib and bulkhead interface tubing w wiring were replaced proactively. The unit was returned to service.

Event description:
The hospital reported the unit was not adequately ventilating in volume mode during a case. The unit was switched to pressure mode to complete the case. There was no report of patient injury.